Event description:
It was reported that the patient mentioned they met with a representative today at 2: 00 pm and the representative reprogrammed the pt's implanted neurostimulator and the patient said the representative told the patient to call pats. Patient said they had to reset the controller at least 5 times when charging their implanted neurostimulator because the controller would go out/not connect cons istently and display a dozen different messages that said "call medtronic." Pt did not recall messages. Pt said during the reprogramming session today, their settings were up real high and the pt was getting shocked real bad and could not turn their settings down until they removed the li battery pack 5 times today to reset the controller. Pt said they had to reset the controller 3 times to get the controller to come on today. Patient had taped the controller over the broken piece of the casing. Pt said the controller casing (pt said a "piece of glass") had broken 3 or so years ago and pt said the call medtronic messages had been coming up for the past year or so. An email was sent to the repair department to replace the controller. The pt called back needing help with pairing. Pt was plugging in the power supply instead of recharger to finish pairing. Instructed pt to plug in the recharger. Pt was able to finish pairing on the call and start the charging session.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the controller (serial# (B)(6)) found the front case has broken stim button bosses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.